Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips were tested and the primary complaint was not confirmed; however other issues were observed. When test strips were tested with control solution, an error 5 was observed with no assignable cause found. The test strips were found to have results below range when tested with control solution. The test strip enzyme was found to be contaminated with an unknown substance. The meter reported ¿control solution¿ when blood has been applied to a strip. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.